Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the variceal using pod coils and a non-penumbra microcatheter. During the procedure, a pod coil was advanced slightly out of the microcatheter and then pulled back. However, at this point, the pod coil had stopped moving as it was being pulled. Under fluoroscopy, the physician noticed the pod coil had unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed, and the pod coil flushed out. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod6 confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the proximal constraint sphere was detached from the embolization coil and was within the pusher assembly ddt. If the pod6 is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. Further evaluation revealed a pusher assembly kink. This damage may have been incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.